Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated yesterday she felt the ins was turned up to high. Caller stated she then turned the ins down. Caller stated she kept turning the ins down all the way to 0.0v. Caller stated she was then trying to increase the stimulation back up but couldn't. Caller was seeing the turn stim on screen. The caller stated she did not realize she turned the ins off. Patient services reviewed the button use on the pp and then walked the caller through turning the ins back on. The caller stated the ins was now working. Troubleshooting resolved reported issue. There were no further symptoms or complications reported or anticipated.